Event description:
It was reported that the atrial lead was imaged prophylactically prior to impending device change out and the lead appeared to be fractured. The lead exhibited loss of capture and high impedance. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.